Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. The rhythm shows sudden onset then goes to an irregular onset in which the patient's heart rate was 110 bpm then jumps to 160 bpm, a shock was provided and successfully converted the rhythm. Technical services referred to electrophysiologist for discussion. At this time, the system remains in service. No adverse patient effects were reported.